Event description:
Rptr had difficulty getting bag to expand fully during use. Bag did not refill completely which prevented adequate ventilation. Problem was duplicated later in controlled environment.